Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient was assisted with a full supply change using a 23-inch, 6 mm infusion set. The agent also provided the patient with tutorial videos for additional guidance. The patient noted that their blood glucose levels had been in range earlier in the day but mentioned having consumed coffee with creamer. In the blood glucose questionnaire, the patient stated that their glucose levels were affected, with a highest reading of 350 mg/dl. The elevated levels lasted approximately two hours. The patient did not use back-up therapy, did not perform ketone testing, had not received any steroid injections, and did not obtain professional medical intervention or other assistance. No immediate health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.